Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06241. The patient received an scs system on (B)(6) 2006 including an ipg and surgical lead. It was reported the patient lost stimulation. An x-ray revealed the lead was fractured. Surgical intervention was undertaken on (B)(6) 2011 to address this issue at which time the lead fracture was confirmed. As such the lead was replaced. The patient's ipg was also replaced due to suspected premature battery depletion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.